Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in excellent condition. Device underwent occlusion testing; unable to duplicate the reported allegation. A primary audible alarm post error alarm was noted in the event history log however. Pump passed all functional testing, and the problem source has been determined to be unknown. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical medfusion syringe pump had a system failure. No adverse effects reported.